Manufacturer narrative:
The following fields have been updated with additional information: h.6 imdrf annex b grid: b01 - testing of actual/suspected device. The following was removed from follow up #1 in MFR report #9617032-2025-01151: b17 - device not returned investigation summary: bd had received 1 sample and 2 photos for investigation. The sample and photos were reviewed and the indicated failure mode for foreign matter was observed on the closure assembly. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter-unknown. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using one bd vacutainer® sst¿ ii advance device, there was unknown foreign matter on top of the stopper closure. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using one bd vacutainer® sst¿ ii advance device, there was unknown foreign matter on top of the stopper closure. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had received 2 photos for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed on the closure assembly. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter-unknown. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using one bd vacutainer® sst¿ ii advance device, there was unknown foreign matter on top of the stopper closure. No adverse impact was reported regarding the patient or user.